Event description:
Covidien received info stating that an 840 ventilator generated an error message that rendered it into an inoperable state. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4).